Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she was unable to clear an e8 power interrupt error by pressing the check button on the infusion device. No adverse event was reported. The alleged product was replaced and requested for evaluation.